Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version #: 1.3.2 f1908: delay of less than one hour f26: no patient impact h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to track two instrument trackers after they previously worked. They were using the flat panel, 2 instrument trackers and a non-invasive patient tracker. After completing registration with a patient tracker without issue the surgeon moved to complete some other work. They then attempted to navigate but the instrument tracker was showing red on the tracking details. They were unable to verify. They then tried the same instrument tracker that was being used during the registration and the issue continued. They checked for interference but were unable to find any. They switched to the side emitter and were able to complete the procedure. After the procedure was complete, they then swapped back to the bed emitter to test and it was tracking the instruments again. This resulted in a surgical delay of less than one hour. There was no impact on patient outcome.